Event description:
A filter did not appear to open completely following deployment via the jugular approach in an extremely obese pt with dvt. Another filter was successfully placed without pt complications. This device remains implanted. Therfore, no failure analysis will be available. Co's follow up revealed that a lateral views could not be taken of the initial filter placement because of the pt's large size. A pre-placement vena cavogram was taken utilizing a c-arm and no thrombus was noticed. However, another vena cavogram taken two days post filter placement in the radiology suite noted thrombus in the inferior vena cava with the first filter positioned in clot. Therefore, co believes user techniquee and/or pt anatomy contributed to this event and do not attribute it to the device. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuos infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release."